Event description:
Additional information received from MFR. On 04/13/1999: the model number of the device was not included on the report. It appears that the customer purchased model 6600 sensors from 3m and mated those with flow-through cells manufactured by ibc and supplied through baxter. Based on the nature of the incident, it is most likely that the reported observations were attributable to the combination of the 3m sensor and the ibc cell. The product was not returned by the user, the event was not reported to the co. The user, and the co has therefore, not performed a failure analysis. The flow through cell involved in this incident was not manufactured by 3m, or provided to 3m, and the information provided by the user is limited, so that co cannot definitively determine the cause of the inicident.